Event description:
It was reported that the swivel mechanism of the epiq cvx ultrasound system's control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
The complaint was escalated for a product analysis; however, the customer declined service, and no further actions were taken. The system has returned to service with no similar issues reported.